Event description:
It was reported by the customer that a generic bd pyxis¿ medbank preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e3 occupation. Upon investigation of this incident, it was determined that the item could not be issued. A technical support specialist advised the customer to exit the account and log back in. After performing this action, the issue was resolved. The system functioned as intended after the customer resolved the device.

Event description:
It was reported by the customer that a generic bd pyxis¿ medbank preventing user from removing the required medications. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental MDR was submitted to reflect the correct assert details and device eval by manufacturer.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.